Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was 402 mg/dl due to no delivery alarms. The patient stated that her set was working for a day and a half and then began to leak. Troubleshooting was declined for the high blood glucose. The insulin pump was not returned for analysis.